Manufacturer narrative:
One 4.5 mm pk sa healicoil anchor assembly was returned for evaluation. Only the inserter was returned for evaluation. Visual assessment of the inserter showed no abnormalities. With the limited clinical and the lack of the anchor, a root cause cannot be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported during a rotator cuff repair the anchor was broken inside of arthroscope. All the pieces were removed from the patient. No patient injury was reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time.